Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this pacemaker was found to be operating in safety mode, which permanently limits device function. A technical service (ts) consultant provided recommendations to replace device in the near future. This device remains implanted. No adverse patient effects were reported. New information was received indicating that surgical intervention was performed, the pacemaker was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is not expected to be returned for analysis.